Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the pt and was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. This is the same pt/events as: MFR # 2249697-2012-01057 & 2249697-2012-01058.

Event description:
It was reported that: "poly in the cup was worn. Osteolysis around cup and stem cup and stem were taken out and replaced with a new cup and stem."